Event description:
During an esophageal dilation procedure a cook hercules 3 stage wire guided balloon was inflated with water. The balloon ruptured. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial report, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Our evaluation of the returned device confirmed the report. There was a small pinhole in the side of the balloon near the proximal transition. When the balloon was attempted to be inflated a stream of water could be seen exiting the side of the balloon and it would not hold pressure. No part of the balloon was missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A possible contributing factor to balloon material rupture is inadequate lubrication of the balloon with a water soluble lubricant. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use caution the user that negative pressure is mandatory to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A balloon rupture can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use also contain the follow precaution: "the entire hercules balloon should be extended beyond the tip of the endoscope and the completely visualized and positioned before inflation." The instructions for use contain the following warning: the recommended 100% balloon inflation pressure can be found on the shrink tube of the hercules balloon dilator. Over inflation can cause damage to the balloon dilator, such as a rupture or split. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possible resulting in a rupture of the balloon material. Prior to distribution, all hercules 3 stage wire guided esophageal-pyloric-colonic balloons are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.